Event description:
It was reported that the pump declared alarm code 20 during insulin pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support decided to replace the pump and instructed the customer on using multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was guided to put the pump into storage mode and return it within 10 days using a pre-paid label.